Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal portion of the pipeline embolization device failed to open and was not implanted. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reporting that the patient was being treated for an aneurysm of an internal carotid artery. The patient's vessel tortuosity was moderate. The pipeline device had been prepared according to IFU. The pipeline was not placed in a bend when it failed to open. It was resheathed and redeployed several times but continued to fail. The pipeline was then removed and replaced with a competitor's flow diversion device to complete the procedure. The provided information was confirmed with the physician.

Event description:
Additional information received reported that the physician did not remember whether the pipeline had been resheathed more than two times.

Manufacturer narrative:
H3: the pipeline flex embolization device (model: ped2-500-18 lot: a912440) and phenom 27 catheter (model: fg15150-0615-1s lot: au19-056) were returned for analysis. The phenom 27 total length was measured to be ~158.2cm and the useable length was measured to be ~151.5cm which is within specification (specification: 150cm ± 5cm). The pipeline flex pusher was found protruding from within the phenom 27 catheter hub for ~55.5cm. No bends or kinks were found with the phenom 27 catheter body. No damages were found with the phenom 27 distal marker/tip. The pipeline flex pusher was able to be pulled out from within the phenom 27 catheter with slight resistance. The distal hypotube with ptfe shrink tubing was found intact. The pusher was found detached at the distal hypotube weld (solder joint). The pipeline flex distal segment (resheathing pad/marker, braid, ptfe sleeves, distal marker, and tip coil) were found detached. The phenom 27 catheter was dissected (cut) and the pipeline flex distal segment found stuck at ~10.0cm from the distal tip. The pipeline flex distal segment was removed from within the phenom 27 catheter. The resheathing pad and marker were found in good condition. The pipeline flex braid was found deployed on the pushwire. The pipeline flex braid proximal end was found open, but damaged (frayed). The pipeline flex braid distal end was found damaged (frayed), and not fully open. The ptfe sleeves and tip coil were found loose (detached) on the distal pushwire with the ball weld missing. There does not appear to be any breaks or separations with the distal wire. The detached pushwire was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows the presence of tin (sn). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause could not be determined. Regarding the solder joint separation issue, separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.